Manufacturer narrative:
The reported complaint that the autopulse platform s/n (B)(4) displayed system error, out of service, revert to manual CPR was confirmed during both archive data review and functional testing. The root cause of the system error was the defective processor board (pca), likely due to a defective component. During visual inspection, the front enclosure was observed damaged, unrelated to the reported complaint. Based on the photo provided by the zoll service team, there was a vertical crack going through one of the screw fittings. The possible root cause of this observed physical damage could be user mishandling. The cracked front enclosure was replaced to address the issue. The archive data review showed the occurrence of system error - 132 (internal watchdog timeout) around the customer's reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the customer's reported complaint. Technical investigation revealed that the root cause of the system error was the defective processor board, which was replaced to remedy the fault. Subsequently, the autopulse was subjected to a run-in test using a large resuscitation test fixture (lrtf) for 15 minutes, and the platform passed the test without any issues. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the autopulse platform with serial number (B)(4). Ccr 51120 was reported on 04 september 2020, and the processor board was replaced to remedy the system error.

Event description:
During shift check, the autopulse platform (s/n (B)(4)) displayed "system error, out of service, revert to manual CPR". No patient involvement.